Event description:
A caller reported experiencing a tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The pump, associated with past issues, was scheduled for replacement.